Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys / expiration date: 28-nov-2022 / serial#: (B)(4) / UDI#: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 04 june 2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a perforation was noted one day post implant of a leadless implantable pulse generator (ipg). Pericardial effusion with tamponade was noted post implant. The leadless ipg was initially intended to be implanted in the apex position, but was relocated to the lower septum with contrast used twice. The physician described the implant as an uneventful single deployment. A drain was used to treat the perforation. Pericardiocentesis tap of blood was performed which stabilized the patient. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.